Event description:
The patient reported that when she tried to administer a bolus dose through the pump she noticed an insulin leak at the luer connection between the cartridge and infusion set. She noticed it when her blood glucose levels started to elevate and she went to change the cartridge. The patient reports that her blood glucose level became "hi" and she became weak with nausea, vomiting, and dry mouth. She did not test for ketones. After she changed out her cartridge and treated herself with an injection of insulin and insulin from the pump her blood glucose level lowered to 385 mg/dl. The patient is using a cartridge that expired in (B)(6) 2009.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. Animas was able to pull a retain sample however cartridges within the lot are expired therefore further testing was not performed. The patient used an expired cartridge, which may be a cause of the alleged leak.